Manufacturer narrative:
Associated device: unitrax trail (blue), catalog #/lot code: unknown. A supplemental report will be submitted upon completion of the investigation.

Event description:
Trials broke during operation. Another identical device as used to complete the case. This caused a slight delay due to a replacement being sourced from another kit.